Event description:
A cusa excel 36khz tubing set was reported to be bubbling and was described as follows; a pt was undergoing a craniotomy when the program was noticed almost immediately. The surgery was delayed 20-30 mins while the staff changed each item one at a time and then tried the unit with the exchanged component to see if the problem persisted. The hand piece was exchanged first, then the manifold tubing and finally the tip was replaced. It wasn't until the tip was replaced that the unit functioned. The pt did not experience an injury as a result of this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.